Manufacturer narrative:
Concomitant medical products: product ID 97792, explanted: (B)(6) 2015, product type:. Accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97792, lot# n513837, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) fluid started developing in the implantable neurostimulator (ins) pocket in (B)(6) of 2015 and wouldn't resolve. The patient experienced mild swelling and drainage. A sample and culture were taken with results indicating it was staph. Positive. Interventions were taken including the pocket being drained, sp placement, oral and IV antibiotics, and the entire system was explanted on (B)(6) 2015. Relevant medical history includes non-malignant pain. It was unknown if the issue was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins found the device to be functionally okay with insignificant anomalies. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was fully recovered and doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.